Event description:
Boston scientific received information that one day post implant pacing failure was seen on this right ventricular lead. A lead dislodgment was suspected. A repositioning procedure took place. This right ventricular lead was successfully repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.